Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Other occupation: critical care paramedic resident.

Event description:
It was reported that channel error events have occurred up to 18 to 20 times in the last year. One of the channel errors occurred when the sunlight hit the device from a certain angle. No additional information was provided.